Event description:
It is reported that the plate fractured in middle. Plate had not been bent. Hospital would not provide implant and did not have record of catalog number or lot number. Company estimates, based on available information (there were 3 screws on each side of fractured plate), that the product was a 6 hole plate.